Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The flow sensors were replaced. No report of patient involvement.

Event description:
The hospital reported that the unit alarms 'no expiratory flow sensor' and 'no inspiratory flow sensor'. There was no report of patient involvement.